Event description:
It was reported in a post market clinical study that following breast brachytherapy treatment, the pt presented with a symptomatic (drainage) breast seroma. The event was identified the day following the procedure. The physician partially drained the seroma. The pt continues to be followed up on the study.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device was discarded by the user facility; therefore, it is not available for eval. The event investigation is currently underway.